Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an low anterior resection procedure, there was an incomplete anastomosis. The surgeon used a new instrument to complete the procedure. There was no pt consequence.